Manufacturer narrative:
The customer¿s experience with defective display boards was confirmed was confirmed on the 28 returned display boards. The display board assemblies were found to have a dimmed segment or segments in the seven segment display. Risk assessment dir: (B)(4) notes dim segment issue is associated to faulty component of the seven segment display. A supplier product change notification (B)(4) was issued to improve the manufacturing process. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported 25 defective display boards - dim/missing segments during pm. There was no patient involvement.